Event description:
Customer reported recurring occlusion issues with a tandem mobi insulin pump, even after intervention by clinical and technical support. There was no adverse impact on the customer's blood glucose level. Tandem technical support recommended replacing the pump, and the customer reverted to using multiple daily injections (mdi) as an alternate insulin therapy until the replacement pump was received.